Manufacturer narrative:
The hillrom technician found a pinched wire in the frame of the bed that needed to be replaced. Per the hillrom service manual, it is necessary for the resident® ltc bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Test each operating function individually to make sure that when pressed, the corresponding function operates correctly and when released, travel stops. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The customer declined having the technician repair the bed and noted they would repair the bed themselves. Based on this information, no further action is required.

Event description:
Hillrom received a report from the customer stating the head of the bed raised on its own. The bed was located at the customer's home. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).